Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that: the investigation on the connection screw shows that we have 2 dimensional deviations that are identified, measurement pn #357.029. These deviations are not relevant for the usage and could not be traced back to the complaint. We do not found an coherence between them. Therefore, the dispositions is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the products were used for an intertrochanteric femoral fracture case for proximal part of the femur. It was reported that during a procedure the aiming arm was mounted for dynamic locking and then drilled. The drill interfered with the nail. The aiming arm was remounted for static locking; however, the drill interfered with the nail. The surgeon checked several times to confirm that connecting screw between the insertion handle and the aiming arm was tightened and there was no issue. There was no residue left in the patient. There was a report of a twenty minute surgical delay. This report is 4 of 4 for complaint (B)(4).